Event description:
It was reported that (1) pxw35 was used during total knee procedure. It was reported by the rep that the pxw35 was opened from it's sterile case and was used to close skin incision. Approx every other staple was not forming properly and was able to be pulled right out. The pxw35 was thrown away but the staples were saved. The stapler was thrown away and a new pxw35 was opened and the case was completed without incident. There was no consequence to pt.